Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported that the fabius gs posted a ventilator failure during use.

Manufacturer narrative:
The device is 16 yo and not under a service contract. Neither an electronic log file nor any parts were made available, one of the very limited details of information was a specific type of error code that was reportedly found in multiple instances in the logs. This type of error code points to an issue with the vacuum pump which provides an auxiliary pressure necessary for ventilator operation. If this pressure is out of range the workstation shuts down automatic ventilation to prevent from serious damages to the ventilator subsystem. The user is alerted to this condition by means of a corresponding alarm. Since the hospital's biomed reportedly could rectify the problem by recalibrating the vacuum pump it is seen likely that the inlet filter of the vacuum pump was clogged and thus, has caused the observed problem. The particular filter is included in the annual maintenance kit and has to be replaced in these intervals. It is not known if the user facility follows the recommendations of the manufacturer in this point. The particular information was transmitted to the biomed again, consequently.

Event description:
Please refer to initial MFR. Report #9611500-2020-00119.